Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
The surgeon felt dull of lumbar puncture needle during the implantation via lp-shunt on (B)(6) 2017. It was also reported that the lumbar catheter was not inserted any more to the spinal canal after passed around double mark (at 12cm) of the catheter . The surgery was completed alternative lumbar puncture needle (part number is unknown) and lumbar catheter (702-jj). There was no adverse consequence to the patient. No further information was provided by hospital.